Manufacturer narrative:
This report is submitted on february 03, 2023.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 and the patient was reimplanted with a new cochlear device during the same surgery. This report is submitted on (B)(6) 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.